Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information has been requested but, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Note: two cases associated with this complaint. A separate FDA form 3500a has been completed for the unknown lot associated with this complaint. (B)(4).

Event description:
The end user reported that when changing the appliance he experienced a burning sensation and noticed small broken peristomal areas approximately 2-3 mm in diameter and an area where the skin had lifted or torn off. The end user stated that he then reapplied the skin barrier as usual without applying the skin prep that he usually uses. He further reported that he will be seeing his general practitioner to have it looked at. According to the end user, he treated the area with non-prescription cortisone and a temporary dry dressing. The end user further stated that he mixed two product boxes together and was unsure as to which box the skin barrier were from that may have contributed to the reported issue.

Manufacturer narrative:
A batch record review indicated no discrepancies related to this complaint. Process checks and quality checks were performed with acceptable results. No further action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. Corrected data: initial MFR report #1049092-2016-00222 states that the report was submitted to the FDA on (B)(6) 2015. This was a typographical error. The submission was made (B)(6) 2016. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).